Event description:
Customer tested with freestyle meter and rec'd a reading of 83 mg/dl. Customer began to have a seizure and paramedics were called. Paramedics rec'd a reading of 20 mg/dl with an unknown brand of meter. Customer was treated intravenously with glucose.